Manufacturer narrative:
The customer advised that the error 1104 (backup alarm failed) was found in the event logs. The remote service engineer (rse) advised that the suspect is the central processing unit (cpu) printed circuit board assembly (pcba) and provided part information. The customer called back the next day requesting support and needed assistance with "update the serial number on the power board" and option codes. The customer reported to have replaced the cpu pcba. The caller advised that after replacing the cpu pcba, it was found that the nav ring was not working. The nav-ring issue was documented in a separate complaint. The unit was functionally tested and successfully passed all testing. The unit was returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09mar2021.

Event description:
It was reported to philips that the device had a back-up alarm failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.